Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that water was leaking from the handle of the catheter. An intellamap orion was selected for use. During the procedure, it was observed that water was leaking from the handle of the catheter. Reportedly, the leak was noted in the middle, but no visible damage was noted from the outside. Another of the same device was used and the procedure was successfully completed. There were no patient complications reported as a result of this event. The device was discarded and will not be returned for analysis.